Event description:
The customer contact reported the device touchscreen is out of calibration. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not pass the touchscreen test and would not calibrate. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not pass the touchscreen test and would not calibrate. This was due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.